Event description:
Olympus was reported that the subject device did not work normally. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) for eval. The eval confirmed that the ptfe pad was severely worn. The probe unit was not returned. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wear. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found.